Event description:
On 17-feb-2022: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) of returned used device (1 cannula part), the soft cannula was found to be bent (at the tip). Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion site leaked again today and when he removed the site it was found that the canula was really bent (bent outward), so he changed the site, but it kept his blood glucose level high, and the site still leaked. However, he removed the set again and the cannula was also bent, so it was the third time his blood glucose level went high due to same issue. To treat this issue, he administered 25 units of correction bolus by a syringe. The site location was his leg and upper arm. The infusion had been used for less than one day. Consequently, he experienced nausea, frequent urination, tiredness, and thirst (flu-like). Therefore, on (B)(6) 2021 at 04:00 pm, he was admitted to the hospital due severely bad stomach infection, was sick that time, experienced diabetic ketoacidosis and had a blood glucose level of 724 mg/dl. On (B)(6) 2021, at 11:30 am he was released from the hospital. Reportedly, he had already changed the set again and it was now working, and his current blood glucose level was 441 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. On 17-feb-2022: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) of returned used device (1 cannula part), the soft cannula was found to be bent (at the tip). Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion site leaked again today and when he removed the site it was found that the canula was really bent (bent outward), so he changed the site, but it kept his blood glucose level high, and the site still leaked. However, he removed the set again and the cannula was also bent, so it was the third time his blood glucose level went high due to same issue. To treat this issue, he administered 25 units of correction bolus by a syringe. The site location was his leg and upper arm. The infusion had been used for less than one day. Consequently, he experienced nausea, frequent urination, tiredness, and thirst (flu-like). Therefore, on (B)(6) 2021 at 04:00 pm, he was admitted to the hospital due severely bad stomach infection, was sick that time, experienced diabetic ketoacidosis and had a blood glucose level of 724 mg/dl. On (B)(6) 2021, at 11:30 am he was released from the hospital. Reportedly, he had already changed the set again and it was now working, and his current blood glucose level was 441 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion site leaked again today and when he removed the site it was found that the canula was really bent (bent outward), so he changed the site, but it kept his blood glucose level high, and the site still leaked. However, he removed the set again and the cannula was also bent, so it was the third time his blood glucose level went high due to same issue. To treat this issue, he administered 25 units of correction bolus by a syringe. The site location was his leg and upper arm. The infusion had been used for less than one day. Consequently, he experienced nausea, frequent urination, tiredness, and thirst (flu-like). Therefore, on (B)(6) 2021 at 04:00 pm, he was admitted to the hospital due severely bad stomach infection, was sick that time, experienced diabetic ketoacidosis and had a blood glucose level of 724 mg/dl. On (B)(6) 2021, at 11:30 am he was released from the hospital. Reportedly, he had already changed the set again and it was now working, and his current blood glucose level was 441 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.